Event description:
It was reported that the patient's blood glucose level rose to above 14 mmol/l (252 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod found corrosion on printed circuit board . The device was originally reported for an hazard alarm from the pod and pdm notification, and presence of small cracks on the pod.

Manufacturer narrative:
Inspection of the download data found that the pod generated an 0x67 occlusion alarm during operation. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. The investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x67 occlusion alarm could not be determined. Physical inspection identified cracks on both the top and bottom housing. Corrosion was observed on printed circuit board (pcb). While the exact cause of these cracks could not be determined, their location corresponded with corrosion observed on the pcb, indicating that the cracks led to corrosion. Despite this corrosion, data could be downloaded from the pod. All batteries were measured to be sufficient. The pod functioned as intended until the alarm was triggered. Fluid flowed freely through the complete fluid path. No blockages or leaks were observed during the leak test. The drive mechanism was inspected and no abnormalities were observed. It can be concluded that the cracks did not affect the pod functionality. Lot release records were reviewed, and the product lot met all acceptance criteria.